Event description:
The following has been reported: biomed reported: patient reported incident. IV pump was begun at 1327 for labor induction with an oxytocin infusion. Oxytocin was titrated up to obtain labor until 1740. Pump displayed green light and correct infusion status. No error displayed. Rn then observed that bag of oxytocin was not visually decreasing over this time period. Rn stopped infusion and disconnected from patient. Rn disconnected tubing from pump and reinserted. Pump began infusing for the first time. Oxytocin had been titrated up to 10 prior to infusing into patient. Pump was reprogrammed to begin infusion at 4 since it did not seem patient had received any of the medication at this point. Due to this error with pump function patient's labor induction was delayed by approximately 4 hours. Issue: infusion completed and delivered short of entered amount: technician testing: tapped line set to get the air bubbles out. Unit to dispense 20 ml, delivered 8 ml. At end of infusion cartridge error alerted. This being a different cartridge than the one used on the unit floor. A preliminary review of the logs identified the following issue: tubing set error (clogged admin set) an active infusion was stopped. Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause could be related to 1) kinks located somewhere in the admin set, 2) blockage / occlusions at connections or ports, 3) slide clamps being actuated on the tubing. The current process controls detection include 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.